Event description:
It was reported that sudden high out of range pacing impedances were noted on the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD). Provocation maneuvers showed noise on the lead when the patient moved their arms. Lead damage is suspected, and technical services (ts) recommended lead revision. This ra lead and ICD remain in-service at this time. No adverse patient effects were reported. The initial data suggested that the high out of range pacing impedances resulted from presumed lead damage. However, subsequent review of the data indicates that the ICD device itself cannot be ruled out as a potential source of these out of range impedances. Although further details were sought from the field representative to verify the lead damage, no additional information was forthcoming.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.